Event description:
Pt was a (B)(6) male. Physician made two passes with a merci retriever v 2.5 firm into both branches of the right m2 with tici 2a results. He then made a third pass with a merci retriever v 3.0 firm. After his third pass flow, the result was a tici 1 because he moved the clot more proximal m1 vessel. He also stated that after the third pass with the merci retriever v 3.0 firm, there was a flow limiting dissection noted at the juncture of m1-m2 where he had been working. He tried to cross the dissection with the guide wire to do another pass, but could not do so, and the case was stopped. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
An investigation was performed on the returned device. The device dimensions were in specification. Although the device was slightly damaged there was no indication of a device malfunction. Based on the results of the investigation and the info provided by the site, the specific cause was not able to be determined. The mfg records for merci retriever v 3.0 firm, lot number, 34943, were reviewed and no anomalies were found that are related to this complaint.